Event description:
Pt was found pulseless and without spontaneous respiratory movement. Acls was initiated. The rhythm noted was ventricular fibrillation. The physician attempted to defibrillate with the following events taken place: the defibrillator was charged to 200 j and the paddles with conduction medium were placed on the pt's chest. The bottoms were depressed simultaneously. The screen indicated that 200 j were delivered but there was no movement noted by the pt. The defibrillator was then charged to 300 and 360 j and discharged without seeing any pt movement upon discharge. There was however the smell of skin burning after each discharge. Another defibrillator was used with proper results. The pt died after 20 mins of acls.